Event description:
Call from dds, (B)(6). She has been experiencing uncontrolled extrusion with gluma desensitizer power gel. The dds describes the syringes emptying with the first use. No injuries are being reported, as the staff changed technique and extruded onto the bracket tray after the first mishap. They have one partial syringe remaining of the four in the kit, I arranged for return and replacement with gd liquid. This lot number is 010202, which comes with an expiry date of 12/28/2016.

Manufacturer narrative:
(B)(4). . Method/results/conclusion code and product evaluation: analysis of returned syringe and cannula. Item evaluated: gluma desensitizer power gel 1g syringe, lot no.: 010202, manufacture date: 12/28/2014, receipt date: (B)(6) 2015. Complaint: malfunction-uncontrolled extrusion. Evaluation summary: (B)(6) 2015 one partial syringe and attached used cannula received, lot # 010202, expiry 2016-12. The cannula had been severely bent at the neck. The returned syringe would not extrude additional product. The tip was stained green, evidence that product had been extruded at one time. The returned syringe extruded product without incident from an unbent cannula. Tested two additional syringes from different lot numbers, 010103 and 010030. The gluma power gel extruded creamily when the cannulae had not been bent, and the product was more difficult to extrude after the cannulae had been bent. Out of the five bent cannulae tested, one was impossible to extrude product from any of the syringes tested. From (B)(6), dr. (B)(6): examined and photographed (B)(4) extruded syringes of lot 010202. The first (B)(4) rows were extruded without a cannula and the following (B)(4) with the flocked cannulas. The material's viscosity has clearly increase and when starting the extrusion it seems to be hard at first but then comes out smoothly. The cannulas help to make the extrusion of small amounts looking more homogenous while the extrusion without the cannulas show some minor squirt by the extrusion of contained air bubbles in the paste. Therefore, we conclude that the material is o.k. And can be extruded as required if one bend this small inner diameter of actually 0.25 mm one will very fast reduce the diameter to nothing by flat kinking the cannula's plastic 'needle'. I absolutely support that this could be a reasonable cause for the effect: when using enough pressure the cannula will be raised by the inner pressure again and additionally, there might be stored some energy in the gel by high pressure compressed air bubbles in the gel. And by the sudden re-establishing of the through hole the material might shoot out but will not splash. Conclusion: in bending the cannula, the dentist effectively occluded the reed to the point where product could no longer be extruded easily. This is the most logical explanation of why a dentist would experience difficult extrusion with every syringe in a kit of gluma power gel.